Manufacturer narrative:
Only the month and year of the event date is known. Evaluation results: one level 1 trauma fast flow system was returned for investigation in good condition. A crack in the return tube was noted however. The investigator installed h-2 pressure chambers to a regulated air supply and then set the regulated air pressure to 5.6 psi +0/-2psi and calibrated the pressure gauge. The h-2 pressure gauge needle indicator did not reach values between 280-300 mmhg. The customer reported product problem was therefore replicated during testing. The product problem occurred because the device was out of calibration. The h-2 pressure chambers were therefore recalibrated. The return tube was also replaced. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that during a pre-use check, the customer noticed that the pressure gauge for the pressure infuser went up only to 250 mmhg. The product problem was detected prior to patient use.